Event description:
It was reported that the patient presented remotely via merlin.net with high capture threshold on the right-ventricular (rv) lead. Later the rv lead exhibited r-wave amplitude variation too. As a resolution the rv lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported events of high capture threshold and r-wave decreased were not confirmed. A complete lead was returned in one piece for analysis. Electrical testing, visual and x-ray examination of the lead did not find any anomalies.